Event description:
Additional information reported that the patient did not have concerns with the device or therapy. The patient received assistance from the physician or the manufacturer representative and the patient's concerns were resolved.

Manufacturer narrative:
Added the date of the event.

Event description:
It was reported that the patient could not adjust stimulation. The patient programmer had not been used for years. A different set of batteries was inserted, but the programmer did not power up. It was unknown if the programmer would work with new batteries. The patient also experienced a loss of therapeutic effect, leading to urinary retention starting on (B)(6) 2011. The patient was forced to use a catheter. There was no known accident or incident related to the complaint, though the patient was sweating on (B)(6) and felt she had a fever and perhaps the flu. The patient felt better the following day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 3037, (B)(4), lead model 3093-28, lot# v187043, implanted: 2009 (B)(6) explanted.